Event description:
A balloon ruptured and detached from the shaft during a dilatation of a previously deployed subclavian vein stent. No retrieval attempts were made. Another balloon catheter was used which developed a pin hole leak. A third balloon catheter was used to successfully complete the procedure without pt complications. One of the device was rec'd evaluated and retained by this MFR. The engineering eval indicated the distal portion of the balloon was missing. A portion of the detached balloon material was not retrieved from the pt. The distal bond was present on the shaft. The balloon was torn circumferentially 1cm proximal to the distal ro marker. The remaining balloon material was wrinkled and shattered. The balloon that developed a pin hole leak was not returned for eval, therefore, no failure analysis will be performed. Balloon rupture or balloon leakage is an anticipated event of percutaneious angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. The engineering eval also indicated chatter marks were noted on the remaining balloon material. Co believes the above factors contributed to this event and do not attribute it to the devices. Co's directions for use state: "ultra-thin balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesion of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended. If loss of pressure within the balloon occurs during inflation or if balloon ruputres during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully".